Event description:
A malfunction alarm identified as malf 9 was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and after assistance, the malfunction code did not recur, allowing the customer to continue using the pump. The customer understood the instructions to reach out if the issue reappears.